Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient received the results of 330 mg/dl, 77 mg/dl and 93 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. Reporter allged that they took the blood from some type of unspecified port. No adverse event reported. A request was made for the return of the affected product.